Event description:
It was reported that stimulation was not staying where the patient would set it. The patient would be walking and it would jump to 9 then to 8 then down to 2, and it was zapping him good. He did not know if it was it, but a manufacturing representative (rep) said it was the patient programmer (pp). His pp antenna stem/prong came out and he glued it the back in the jack about a month ago. He was told that his pp was bad needed to be replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).